Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the heater wire came loose from the jaw of the hemopro. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The device will reportedly not be returned to maquet cardiac surgery for investigation.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be completed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).